Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation result code: appropriate term/code not available (4247): unable to determine device issue based on information provided a visual inspection and functional testing could not be performed as device was not returned for evaluation. A document based investigation was performed including a review of complaint history, device history record, the instructions for use(IFU), manufacturing instructions, and quality control data. A review of the device history record found no non-conformance's related to the reported failure mode. A review of complaint history revealed no additional complaints associated with the complaint device lot. The IFU provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. To conclude: the complaint device was not returned. There is not enough information provided to determine the nature of the product issue, or to determine a possible cause. Additional information was requested from the customer, but was not received. All devices are 100% inspected for damage and proper functioning before shipping. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported while preparing for an unspecified procedure using a ngage nitinol stone extractor, "before practitioner opened the package, he noticed that the device wasn't properly fixed with the plastic part." The device was not used. It is not known how the procedure was completed after this issue. No adverse effects to the patient have been reported as a result of this alleged product malfunction. Additional details have been requested regarding the patient and the event. At this time, no additional information has been provided.